Event description:
The customer reported to baxter (B)(4) regarding the clearlink buretrol set in which the tubing is wrapped around a cardboard insert inside the packaging, and is too tight at times which causes serious kinking in the tubing. The neonatal unit affected with constant pump alarms due to this as they deliver low volumes due to kinked tubing. The reported lot number, (B)(4), is not valid. The condition was observed during use, however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the customer returned the actual sample and one companion sample for evaluation. The actual sample arrived with solution in the line, an extra clearlink and a dual luer lock cap assembled to the set. The companion sample was received in its own closed blister. The samples were visually and functionally tested and the reported condition was confirmed on the actual sample. During visual inspection no defects were observed on either sample. Both samples passed clear passage testing and pressure testing at 8psi. However, the actual sample failed functional testing when connected to a flo-gard pump. An assignable root cause was not determined.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.